Manufacturer narrative:
Reported event of exit marker loose/bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, during the procedure, inside the patient, while attempting to remove the balloon out from the scope, the black exit marker scrunched up like an accordion. Reportedly, kinks were noted on the catheter and no pieces of exit marker had detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the shaft was cut close to the exit marker. A close up of the exit marker showed that it was bunched up and loose. No wingtool was present on the balloon. The catheter shaft was inspected for cosmetic defects and kinks were identified at 19mm and 32mm from the distal tip. The catheter was not inserted into the scope as the balloon was cut from the catheter to remove the device from the scope. It is likely that the exit marker was damaged and the catheter was kinked as the catheter was advanced through the scope. During the procedure, a vacuum was not applied while removing the protective sleeve from the balloon. This may have caused difficulty during advancement, leading to the noted damage. Therefore, the root cause of this complaint is related to user handling of the device. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, during the procedure, inside the patient, while attempting to remove the balloon out from the scope, the black exit marker scrunched up like an accordion. Reportedly, kinks were noted on the catheter and no pieces of exit marker had detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.